Event description:
Reporter stated that the surgeon inserted a silicone single piece intraocular lens model aa4204vf in the eye and didn't like the appearance of the lens. The surgeon enlarged the incision to remove the lens and placed sutures to close the wound. Additional information has been requested but none has been forthcoming from the user facility.